Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: details of complaint (reported issue): "multiple air in line alarms." Incident details "attempting to change vasopressin bag and line. Multiple air in line alarms, had to switch tubing x 3, and pumps x 2 in order to get air in line alarm to stop. No visible air. Time commitment with critically ill patient. Nurse called in educator to troubleshoot after following all established troubleshooting steps without success to tend to urgent patient needs. Entire bag of vasopressin wasted with multiple priming attempts."